Manufacturer narrative:
Concomitant products: 5568-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. It was also reported the patient's left ventricular (lv) lead exhibited intermittent capture with phrenic nerve stimulation. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.